Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the tooth next to their canine on the right side had chipped due to aligner treatment. They have sensitivity that seemed to be related to possible nerve exposer, and concerned that a root canal maybe needed. The aligners were cutting into their gums and causing lesions on the side of your tongue upcoming dental appointment will provide information from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.